Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the mapping phase, the patient became hypotensive and a pericardial effusion was detected via transesophageal echocardiography (tee). Remainder of procedure was aborted. Anesthetic was reversed. Upon emergence from anesthesia, the patient reported chest pain, thought to be secondary to the effusion. A pericardiocentesis was performed and an unknown amount of fluid was removed. Patient outcome has improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It is not known at this time if a bwi product is responsible for the injury. No transseptal puncture was performed. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed prior to the adverse event. Irrigated catheter flow was set at 2 ml/min during mapping. Patient did not receive anticoagulant during the procedure. There is no information regarding spi value. Smarttouch sf catheter was not in close proximity to another catheter. Smarttouch sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.